Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) showed a major discrepancy in the temperature measurement, during surgery in the or, than when the patient was tested in recovery. The customer was not using an nk approved probe. No consequence or impact to the patient was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. The root cause for this issue is user error. The probes used were not compatible with nk devices. As this issue has an overall risk score of medium and root cause is user error, a CAPA is not required per corrective action and preventive action process, (B)(4). The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: temperature probe:. Model #: ni. Serial #: ni. Additional information: b4 date of this report. B5 describe event or problem. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor (bsm) showed a major discrepancy in the temperature measurement, during surgery in the or, than when the patient was tested in recovery. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported a major temperature discrepancy from the or (during surgery), and when the patient is tested in recovery . No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a major temperature discrepancy from the or (during surgery), and when the patient is tested in recovery . No consequence or impact to the patient was reported.